Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had issues with their infusion sets. It was reported that the sets had been notices to be bent. The customer's blood glucose levels had been in the 600mg/dl. It was reported that the customer received a call she had been waiting for from their healthcare provider. It was reported that troubleshoot could not be conducted at the time.